Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "large air pocket" was observed in the filters of two (2) prismaflex st150 sets from different lots during continuous renal replacement therapy on two (2) different prismax machines. A total of two (2) incidents occurred on one (1) patient. The treatment was ended both times and the blood was not returned to the patient. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.